Event description:
It was reported that the pressure suddenly dropped from the catheter due to the balloon burst. Per additional information received via email from the ibc on 21aug2020, it was unknown whether the balloon burst occurred and per notification received via investigator on 01jan2021, based on the supplier evaluation it was found that the reported event aligns more to a inflation issue due to a dried contrast medium.

Manufacturer narrative:
The reported event was confirmed. A balloon dilation and eagle inflation device was returned with its original packaging. The catheter sample was inspected visually under 7-20x magnification. There appears to be dried contrast media in the balloon extension portion through the y-connector hub. Upon dissolving the dried contrast media, the balloon inflated. Pressure was brought to 20atm with no sign of leak or loss of pressure. 20atm was held for 5 minute. Pressure was brought to 30atm and held for 5 minutes, while no leaks or pressure loss was noted. Based on the evaluation, it appears that the customer was referring to an inflation issues caused by the contrast medium. A potential root cause of this issue could be due to possible user misuse causing the contrast medium to dry during the procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded." This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pressure suddenly dropped from the catheter due to the balloon burst. Per additional information received via email from the ibc on (B)(6) 2020, it was unknown whether the balloon burst occurred.